Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mitral regurgitation (mr) appears to be likely related to patient morphology/pathology (friable leaflets). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2019, one mitraclip was implanted reducing grade 4 degenerative mitral regurgitation (mr) to grade 1. On (B)(6) 2019, prior to discharge, echocardiogram was performed, and mr was grade 4+. On (B)(6) 2019, another echocardiogram was performed, confirming the clip remained secure on both leaflets, mr was 3+. It is unknown why mr increased. There was no leaflet injury due to the implanted clip. No additional treatment is planned. No additional information was provided.